Event description:
It was reported that during unrelated device troubleshooting, it was mentioned this right atrial (ra) lead is "broken". No further information was provided, and no adverse patient effects were reported. Evidence suggests this ra lead remains implanted.